Manufacturer narrative:
Additional information received indicates that the patient was diagnosed with hemophagocytic lymphohistiocytosis and that this was the source of the patient's fever. The treatment for this diagnosis was not provided. No further information has been provided. The device remains implanted in the patient and is thus not available for return to the manufacturer. With a review of the available information there is no evidence to indicate any device malfunctions or performance issues that would impact the reported events. Possible clinical factors that may have contributed to this event include the patient's pre-existing history and related comorbidities, the progression of their underlying disease and the patient's complex post-operative course. In this case, the source of the patient's fever was reported to be hemophagocytic lympohistiocytosis. There are possible patient, pharmacological and procedural factors that may have contributed to this event. After further review of additional information received sections have been updated accordingly. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arise, which materially alters information submitted in a previous MDR report.

Event description:
A report was received that a patient developed a fever and became hemodynamically unstable while still hospitalized post-vad implant. In addition, the patient was noted to have had a loss of vad pulsatility. No causative organism was found and the source of the fever was not identified. The patient was treated with antibiotics. As of the date of this report, the patient is stable. The site reported that the event was unrelated to the vad device or to the implant procedure. No further information has been provided.